Event description:
It was reported that the instrument was fine when they used it during surgery but after surgery they discovered it was broken. They could not find the missing part. They will follow this up with x-ray.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. The device history records were reviewed and found to be conforming. Once the investigation result is available, an amended medical device report will be filed. (B)(4).